Manufacturer narrative:
An event regarding disassociation involving an adm liner was reported. The event was confirmed via clinician review. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: no examination of the explanted components and no spinal x-rays to demonstrate deformity or the extent of the fusion are available. As a result of fixed spinal deformity, acetabular component placement may be malpositioned resulting in repeated impingement resulting in trauma to the mdm bearing and ultimate dislocation. Examination of the patient¿s spine and the explanted components could confirm this mechanism and rule out factors of implant manufacturing or materials as having contributed to this clinical situation. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been 3 other similar events for the lot referenced. Conclusions: the medical review revealed that as a result of fixed spinal deformity, acetabular component placement may be malpositioned resulting in repeated impingement resulting in trauma to the mdm bearing and ultimate dislocation. Examination of the patient¿s spine and the explanted components could confirm this mechanism and rule out factors of implant manufacturing or materials as having contributed to this clinical situation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as examination of the explanted components and spinal x-rays to demonstrate deformity or the extent of the fusion are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
January 31, 2020 update via med review: the polyethylene had disassociated from the femoral head. This pi is for revision surgery done on (B)(6) 2018. Patient called stating he had a left hip replacement done on (B)(6) 2014. Patient had 3 dislocations with 3 manipulations in a short period of time. Revision surgery took place 2 weeks later. Update 16-jan-2020: medical records were received, it was noted that the patient had a left hip replacement done on (B)(6) 2014 not (B)(6) 2014. The patient had 1 closed reduction on (B)(6) 2018 and a second closed reduction on (B)(6) 2018. Following this the patient had a revision surgery on (B)(6) 2018. Removal and exchange of liner.